Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using pencil with monopolar one, it cuts when they hit cut and it also cuts when they hit coagulation.